Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach on the first attempt. However, the second attempt was successful. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. A lubricant was used to facilitate placement of the capsule and the delivery system and capsule will not be returned for investigation. The delivery system was broken via the emergency release.